Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73g1600687. Investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
When the device was pushed for use all the staples fell out. The patient's condition was reported as fine.